Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported that during a case on the day of the report when the doctor opened up the pocket and pulled out the lead and extension, there was a dark-brown liquid inside of the lead and boot. The reporter thought there was blood in the casing as it was a dark-red liquid. The patient was going from stage 1 to stage 2. The effect of the liquid on the patient¿s implant and therapy was not reported, so additional information was requested. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported that the event cause was unknown but a manufacturer representative wondered if the boot was possibly not tied down tightly. No additional troubleshooting was done. The lead remained in the patient and there were no impedance or therapy issues. The patient was fine and therapy was effective.